Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely that the malfunction had occurred due to electrical continuity failure due to water invasion of the device. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during preparation for a diagnostic bronchoscopy with endobronchial ultrasound. There was a delay of 20 minutes, and the procedure was completed using a similar device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope had a e216 (scope communication error code). The issue occurred during a diagnostic bronchoscopy with endobronchial ultrasound. There were no reports of patient harm.